Event description:
It was reported to philips that the interventional workspot (iw)-pc smoked when turned on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer saw the smoke coming out of the power socket at the back of the iw-pc. A philips field service engineer (fse) visited the site and confirmed the reported issue. The smoke was not observed during the onsite visit, but the iw-pc could not be turned on. The fse determined that the cause of the malfunction was an iw-pc hardware issue. The fse solved the issue by replacing the iw-pc workstation, reloaded the software, and performed iw calibration and verification. After part replacement, re-loading the software and calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.